Event description:
It was reported that there were coupling and/or communication issues and an overdischarge was suspected. Patient compliance was indicated as the primary reason for the overdischarge as the patient did not know that she needed to charge the implantable neurostimulator (ins). As a result, the patient had not charged her ins since she was implanted. The reporter stated that the last successful recharging session as well as the last time any stimulation was felt was 6 to 12 months prior to the report. The antenna locator (al) feature did not unlock the telemetry state either. Approximately 2 weeks later, it was further reported that the patient had performed 20 physician mode recharges (pmrs) but had never seen the 'call your doctor' icon. Another pmr had been initiated at the time of the report. The reporter was going to have a discussion with the patient as well as her healthcare provider (hcp) regarding next steps. Approximately three months after the last report, the overdischarge was confirmed. Attempts were made to get the ins out of overdischarge, but they were unsuccessful. As a result, the ins was explanted and replaced with another device. There was no patient injury associated with the surgery.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 74002, lot# n318323, implanted: (B)(6) 2012, product type adapter; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# j0405906v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0357521v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with no telemetry. Ac cording to the trace report obtained from the ins after pmr recovery, the total recharge count is 4. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 4 minutes. The battery charge remained at 3.865v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. The ins was placed in a body temperature oven. A normal recharge was started manually after a physician mode recharge with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 5 hours and 16 minutes from 2.020v to 3.910v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 3 hours and 54 minutes bringing the battery voltage to 3.985v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.